Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported positioning failure of inability to grasp the leaflets and difficulty removing the device associated with caught in the chordae appear to be related to patient morphology/pathology. The reported tissue injury was due to the clip interaction with the chordae. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6)2025 a patient presented with grade 3 functional mitral regurgitation (mr), long leaflets, and a significant posterior mac posterior mac present with extending calcium shelf for a mitraclip procedure. After challenges with grasping of the leaflets without chordae, the flail was noted to have changed in the area of p3. While retracting the dc handle when attempting grasp some resistance was noted, during troubleshooting the device became caught in the chordae briefly and caused a flail. A bicomm sweep was attempted to locate an area on the leaflet where the chordae did not extend, it was unsuccessful. The mr jet did not increase in severity due to the flail, but the jet changed direction to the eccentric anterior direct. The clip was removed and the procedure was discontinued without implantation of any clips. The post-procedure mr remained unchanged at grade 3. There were no clinically significant delays reported. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.